Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the plunger was not pressed on the delivery device. The delivery device was removed from the loading device. It was observed that the seal was visible though the loading device. The seal and tension spring assembly remained inside the loading device. The tension spring assembly with the seal was removed from the loading device. A microscopic inspection was conducted. The seal was intact and there were no visual defects observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.197 inches. , the outer diameter was measured at 0.228 inches. The length of the delivery tube was measured at 2.503 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the photos received from the complainant and the results of the evaluation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.